Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested, but surgeon declined to provide. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient was referred to him due to the intraocular pressure was too high even after having a glaucoma filtering shunt implanted. It was confirmed that the shunt was buried in the corneal stroma with the tip slightly exposed to the anterior chamber. A second shunt was implanted to help control the intraocular pressure. Additional information was requested, but the surgeon declined to provide.